Event description:
It was reported during an open chest procedure for mitral valve replacement, following preparation of the vena cava inferior and the vena cava superior, the range around the pulmonary veins (pv's) was measured. For this purpose, the heart was lifted and the measurement tool from the accessory kit was placed around the pv's to take a measurement for determining catheter size. The pt immediately became unstable and was placed on a heart bypass machine under emergency conditions and the attempt to perform the af-ablation was terminated. The pt was reportedly doing well. Additional info received in 2005 - the physician stated there is no alleged product deficiency. A st. Jude medical rep was not present during the case. The importance of having a rep present was reiterated to the surgeon.